Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 130075-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included parity 3. Essure was implanted in: ar. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and persistent bleeding / general abnormal bleed"), abdominal pain ("severe abdominal pain/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia ( painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine headache"), amnesia ("memory loss"), alopecia ("hair loss"), psychological trauma ("psych injury"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, migraine, amnesia, alopecia, psychological trauma, dermatitis allergic, hypersensitivity, urinary tract infection, fatigue, hormone level abnormal, headache, nausea, vaginal haemorrhage and cyst outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, cyst, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 previously it was (B)(6) 2009 received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, back pain, hair loss, memory loss, fatigue, hormonal change, headache, nausea lot number (130075) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 130075-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included parity 3. Essure was implanted in: (B)(6). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and persistent bleeding / general abnormal bleed"), abdominal pain ("severe abdominal pain/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/ dyspareunia ( painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia ( bleeding b/w periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine headache"), amnesia ("memory loss"), alopecia ("hair loss"), psychological trauma ("psych injury"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and cyst ("cysts") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, migraine, amnesia, alopecia, psychological trauma, dermatitis allergic, hypersensitivity, urinary tract infection, fatigue, hormone level abnormal, headache, nausea, vaginal haemorrhage and cyst outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, back pain, cyst, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 previously it was (B)(6) 2009. Received treatment for dyspareunia, pelvic pain, abdominal pain, dysmenorrhea, back pain, hair loss, memory loss, fatigue, hormonal change, headache, nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received : case category updated to serious incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.